Manufacturer narrative:
(B)(6).

Event description:
I was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified vein. A 10mmx2.25mm wolverine cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured. It was removed without resistance. The procedure was completed with another of the same device. No patient complications reported and patient was god post procedure.